Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd plastipak¿ 50ml concentric luer lock syringe, the tip broke off. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample neither picture have been received for investigation. DHR of lot 1710267 has been reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples of lot 1710267 are evaluated. Upon visual inspection no damage or molding defect can be observed in syringe tip or thread of any of them. Tip and thread verification is performed in the first lot manufactured per manufacturing line in the month with iso594 pass/non pass gauges according to procedures. Both verifications are done with the ten retained samples according to these procedures previously mentioned. The ten syringes meet iso 594 regulation. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Since no issues were identified during manufacturing process and manufacturing record stablished that all production and quality processes were carried out normally and retained samples evaluated meet iso594 regulation, we can confirm that the root cause of the non-conformance is not related to a manufacturing defect. No sample neither picture have been received for investigation. DHR of lot 1710267 has been reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples of lot 1710267 are evaluated. Upon visual inspection no damage or molding defect can be observed in syringe tip or thread of any of them. Tip and thread verification is performed in the first lot manufactured per manufacturing line in the month with iso594 pass/non pass gauges (#10-419/1 and #10-413 respectively) according to procedures pc-132, pc-133 and jg-600. Both verifications are done with the ten retained samples according to these procedures previously mentioned. The ten syringes meet iso 594 regulation. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1. Visual inspection molding: 2 injections per shift printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. - secondary packaging: 1 shelf-package per pallet 2. Functional inspection - printing: once in the first pallet, and once in last pallet of the lot. - assembly: once in the first pallet, and once in last pallet of the lot - primary packaging: once in the first pallet, and once in last pallet of the lot since no issues were identified during manufacturing process and manufacturing record stablished that all production and quality processes were carried out normally and retained samples evaluated meet iso594 regulation, we can confirm that the root cause of the non-conformance is not related to a manufacturing defect. Investigation conclusion: since no issues were identified during manufacturing process and manufacturing record stablished that all production and quality processes were carried out normally and retained samples evaluated meet iso594 regulation, we can confirm that the root cause of the non-conformance is not related to a manufacturing defect.